Event description:
(B)(4). Shooting stabbing pains in my left side. Never attributed it to essure. Still happening at least once a month if not more. I can't move when the pain hits. It's almost unbearable. I also get constant migraines, I'm always tired and never feel well rested, no energy, can't lose weight eventhough I work out 5-6 days a week. Always bloated. Have seen a doctor. Said I have a coil poking out if my left tube. Says I need a hysterectomy. I'm (B)(6) and just not mentally ready for that surgery. Essure is one of my biggest regrets.